Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation . According to the hospital's risk management specialist, the device was discarded subsequent to the procedure. Therefore, olympus cannot conclusively determine the cause of the user's experience due to the abscence of the device to investigate. This report is being filed as an MDR in abundance of caution.

Event description:
The user facility reported that during a procedure, the patient was discovered to have a sessile polyp of 20 mm in the sigmoid colon and 4 mm sessile polyp in the rectal sigmoid colon. The physician reported attempted to remove the 20 mm polyp with the use of a polyloop through a flexible sigmoidoscope, but the polyloop failed to deploy. The loop was placed at the polyp stalk and then the loop was withdrawn by pulling the catheter into the scope, which effectively removed the head of the polyp. Epinephrine was injected into the stalk of the polyp to decrease of the risk of bleeding as the polyp was removed without cautery. A hot snare was then used to cauterize the stalk. The patient was reported to have complained about some abdominal pain and bloating that has apparently resolved. The facility also reported that the patient was not sedated when the procedure was being performed, but the patient reportedly tolerated the procedure well.